Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Failure analysis was unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The wife reported via phone call that the customer had a keypad anomaly. The wife stated the buttons were unresponsive, specifically the act button on the insulin pump. Customer's blood glucose was 350 mg/dl. It was reported the customer dropped the insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.